Event description:
It was reported that this brady lead was an attempted implant due to concerns of perforation. This lead was repositioned, but the physician opted to use another lead. A new lead with the same model was implanted. No adverse patient effects were reported.